Event description:
It was reported that the purewick female external catheter gave the patient an infection so they would never use it again. The patient had been using this product for less than 30 days. It was unknown if the device caused the infection and unknown what medical intervention was provided for the infection at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: the labeling is found to be adequate to fulfill s03fa211 revision 17 as it states "warnings: discontinue use if an allergic reaction occurs." "Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter experiencing skin irritation or breakdown at the site". "Recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the purewick female external catheter gave the patient an infection so they would never use it again. The patient had been using this product for less than 30 days. It was unknown if the device caused the infection and unknown what medical intervention was provided for the infection at this time.